Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. The cse found graphic user interface (gui) inop condition due to a keyboard malfunction (stuck key), and replaced the keyboard assembly to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) had a blank display. The patient was transferred to another ventilator. There was no reported patient injury.